Event description:
As reported: "on (B)(6) 2022 my wife was operated on her broken left- wrist in spain after a sports accident. During the operation a plate (and screws) were inserted. This plate (and screws) still cause her pain and numbness in three fingers of her left hand. Immediately after the surgery ((B)(6) 2022 my spouse advised the surgeon of the wrist pain and numbness. Only an x-ray was taken on (B)(6) 2022. Since her pain persisted at home, a hand specialist, was consulted. It was proven by cts (CT scans) that the plate together with the screws had been inserted incorrectly (in this case: screws screwed too far into the joints!). As a result, the cartilage layer between the joints was destroyed and a partial fusion of the left wrist will have to be performed in a new operation. If this plate/screws are a class 3 medical device, they are either not suitable for this medical application or have been inserted incorrectly (too long, possibly not sterile). My wife's health has been severely affected. Her left wrist will remain damaged forever."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in patient.

Manufacturer narrative:
The received picture was reviewed and it can be confirmed that the visible plate is not a stryker device. The pictures shown a extract with laser markings of a blue anodized plate, the markings show the catalog number dtgvn3, a lot- or serial number (B)(6) and a company logo that has the letters "nct" in a circle. A internet search has shown that this is a 2.4 hybrid plate for distal radius from the manufacturer newclip technics, see page 26 of the attached brochure. Based on this finding it can be concluded that the involved screws were also not stryker devices, otherwise this would would a clear off-label use as the compatibility of the screw/plate interface is not given when used with a competitor device. Therefore, no further evaluation of this complaint is required from a stryker standpoint. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "on (B)(6) 2022 my wife was operated on her broken left- wrist in spain after a sports accident. During the operation a plate (and screws) were inserted. This plate (and screws) still cause her pain and numbness in three fingers of her left hand. Immediately after the surgery (B)(6) 2022), my spouse advised the surgeon of the wrist pain and numbness. Only an x-ray was taken on (B)(6) 2022. Since her pain persisted at home, a hand specialist, was consulted. It was proven by cts (CT scans) that the plate together with the screws had been inserted incorrectly (in this case: screws screwed too far into the joints!). As a result, the cartilage layer between the joints was destroyed and a partial fusion of the left wrist will have to be performed in a new operation. If this plate/screws are a class 3 medical device, they are either not suitable for this medical application or have been inserted incorrectly (too long, possibly not sterile). My wife's health has been severely affected. Her left wrist will remain damaged forever."